Event description:
The sensor was applied to the pt's radial artery 15 cm exposure, but no measurements reported with error code 50700. Flushing was applied, but did not resolve problem. The dr then began to pull back the sensor by rotating the introducer. The pt's blood began to flow up the extension tube into the sensor introducer and out at the sensor connector. The sensor was removed and returned to the manufacturer for investigation. Some blood loss (20-30ml) occurred, but no serious injury or harm to the pt was reported.